Event description:
Reportedly, during a scheduled follow-up on (B)(6) 2012, a warning reset stating that the device was re-initialized twice was displayed. The last reset was dated (B)(6) 2012. It was suspected that both re-initializations had occurred during the follow-up. An explantation is required.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.